Event description:
It was reported by dealer that one spoke on gvtrsx56 wheel chair is broken, out of the box. Dealer advised box has a small indentation but nothing that would cause this issue. Dealer could not provide any further information.